Event description:
Adverse event(s): "no information" (no information). Product problem(s): "no information" (no information). A facility returned an implant reply card for an intraocular lens (iol) that was reported to have been "implanted then explanted": date (B)(6) 2010. Add'l info has been requested.

Manufacturer narrative:
The device was not returned for eval. The device history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/14/2010, 07/06/2010, 07/15/2010 and 07/20/2010 by mail and phone. (B)(4).